Manufacturer narrative:
A ge service representative performed an investigation. The cmos board was reseated during the service call. The system was found to be working as intended and put back into service.

Event description:
The customer reported that the 6800 system would not boot up. No pt injury was reported.